Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) lead loss of capture (loc) due to increased threshold measurements. The patient is pacemaker dependent and as a result experienced a syncopal event. The outputs were increased, and the products remain implanted and in service.